Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device was used at the gastric body of delta-shaped anastomosis. The first firing with the original cartridge was completed without any problem. After the second firing it was found that the 2cm distal end of the staple line was malformed and was not cut. The sales rep, who presented the operation, commented that the doctor had difficulty in clamping the device as it was hard. The reload was loaded into the device and fired at the third firing. All staples were malformed and the cutting was not completed. Reinforcement material was not used. Finally, echelon device with white cartridge was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.